Event description:
The customer reports that the ventilator autocycling on a pt. The ventilator was in the neonatal range, in the simv pc-ps mode pc of 17 ps of 8, and a peep of 8. The trigger sensitivity set to the green range. There was no pt injury.